Event description:
It was reported to philips that the system had intermittently shut down. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned vascular procedure. The procedure got delayed for 10 minutes while rebooting the system. It was reported to philips that the system had intermittently shut down. Review of the log files shows number of collisions on the frontal c and table. Upon troubleshooting, philips field service engineer (fse) found that the system was working as normal. The customer rebooted the system which resolved the issue. No further information regarding the issue. No additional corrective action has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.